Event description:
It was reported that atrial sensing decreased from greater than 3.0 mv to 0.7 mv. At follow-up on (B)(6) 2010 sensing on the atrial channel was again greater than 3.0 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.